Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was over 575 mg/dl. Customer's wife stated that the insulin pump was eating up batteries like water and have changed batteries 25. Customer stated that insulin pump won't give him insulin and had to take injections. The insulin pump will not be returned for analysis.